Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information has been requested to determine if the device is still available. If the device is returned to csi, a follow-up report will be sent when the analysis is complete. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A percutaneous coronary intervention (pci) procedure was performed in the left anterior descending artery, and a diamondback coronary orbital atherectomy device (oad) was used. Following atherectomy, balloon inflation, and stent placement, post-procedure imaging indicated an adequate result with no dissection or perforation present. The patient experienced a periprocedural myocardial infarction with abnormal electrocardiogram readings and elevated troponins on the same day as the procedure, (B)(6) 2019. The patient then experienced pulseless electrical activity arrest due to complete heart block on (B)(6) 2019. Cardiopulmonary resuscitation was performed, and the patient was intubated. The patient underwent another cardiac catheterization on (B)(6) 2019, and the results indicated no change from the previously noted post-pci result. A low dose of levophed was administered, and on (B)(6) 2019, the patient remained intubated and complained of chest pain. The patient was extubated on (B)(6) 2019 and continued to have chest pain with movement and deep breathing. A pacemaker was placed on (B)(6) 2019, and the patient's chest pain improved. The patient was discharged on (B)(6) 2020 to a rehabilitation hospital.